Event description:
It was reported that following the surgery on (B)(6) 2021 the patient noticed clinical deterioration. Signs and symptoms included increase in speech disorders, writing difficulties (right handed), loss of dexterity of the left hand, increase in resting tremors and walking difficulties. It was said not to be related to the programming and possibly related to the device/therapy. The issue was resolved without sequelae on (B)(6) 2021. Additional information was received: it was reported that the patient had a deterioration of their parkinson's symptoms the required in-patient or prolonged hospitalization.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.